Event description:
It was reported that the pump showed a syringe plunger sensor alarm. No patient injury was reported.

Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# 617147. No causes or potential causes to the customer's reported problem were found during the device history record (DHR) review. A product sample was received for evaluation. Visual inspection and functional test(s) were performed. The top case was cracked at front left corner, the bottom case was cracked at l-bracket mounting surface and the right plunger case was cracked at top surface. Check syringe plunger sensor error was found in device's event history log (ehl). The reported problem was confirmed during power-on self test; this was due to the rear plunger head flipper sticks in the upright position. The root cause of the issue could not be determined. Action(s) taken to mitigate the reported issue(s): replaced left plunger case due to sticking flipper.